Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Due to a cartridge change error, the customer could not continue to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer reverted to an alternate method of insulin therapy.